Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problems (charger unable to charge a battery pack) has been confirmed. As received, the battery charger/modem was unable to recognize or charge a battery. Upon investigation the battery charger/modem had liquid contamination. The cause of the reported malfunction was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.